Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was not detected on the communication bus. The field service engineer (fse) performed troubleshooting on drawers 2.1 and 2.2 on the auxiliary section, which were not appearing on the bus. The row board cable and retractor band were reseated. Post-intervention, hardware testing was conducted using the hardware test application (hta), confirming proper functionality. The customer further validated the operation, and the issue was confirmed to be resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.